Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21296773.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure for an unknown reason. The explanted device will not be returned. No further information has been obtained despite good faith efforts.